Event description:
It was reported that noise leading to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead damage was suspected, but was not confirmed visually. The patient was stable and there were no adverse consequences.